Event description:
The customer indicated that wireless communications was lost with the acuity central monitoring system. Welch allyn technical support assisted the customer by troubleshooting and found that the ethernet switch had failed. Tech support assisted the customer replacing the failed ethernet switch with a spare unit. The replacement was successful and all communication were restored with the acuity central monitoring system. There were pts connected to the acuity central monitoring system; however, the customer did not provide any pt identifying info. There was no pt harm as a result.

Manufacturer narrative:
The customer scrapped and replaced the failed ethernet switch. With no ethernet switch returned, a failure investigation is not possible.